Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was having an unrelated surgical procedure during the exact time that the noise and oversensing occurred. There were no further concerns regarding device functionality. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular and right atrial lead were exhibiting noise and oversensing. This resulted in pacing inhibition for approximately two seconds for this pacemaker dependent patient. The patient was scheduled to come into the clinic for further troubleshooting. To date, there have been no adverse patient effects reported.